Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that one 25 pinn drill bit broke and one 25 pinn drill bit bent. The product was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the fluted tip of the quickset 1pc flex drill bit 25 has broken, fragment was not returned for evaluation. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended and excessive forces; such as multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit. The overall complaint was confirmed as the observed condition of the quickset 1pc flex drill bit 25 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 25 pinn drill bit broke